Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the secondary IV tubing set failed to infuse. The tubing was unclamped and vented multiple times without resolution.

Event description:
It was reported that the secondary IV tubing set infusing albumin pulled fluid from the primary bag instead of the secondary bottle, despite ensuring the secondary roller clamp was unclamped and the vent was open. This was caught immediately by the user and was resolved by infusing the albumin on a primary line instead of the secondary. Although requested, additional information was not provided.

Manufacturer narrative:
After further clinical review it was determined that this file is no longer MDR reportable.